Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to verify for operating currents including low battery and off no power alarm due to blank display. The insulin pump was received with cracked reservoir tube lip and broken battery cap. No damage was found inside the insulin pump noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer's mother reported via phone call damage on the insulin pump and low battery alert. Troubleshooting for cosmetic damage was performed. Customer advised there was a crack on the battery compartment and the damage occurred while removing the battery cap. Customer was attempting to replace the battery as a result of the low battery alert and the battery cap broke off. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.